Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating high blood glucose readings and a motor error alarm from the insulin pump. The customer's blood glucose reading was 600+ mg/dl. The customer treated with manual injections. The customer stated that she received a motor error when doing a bolus. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer received one motor error in the last 30 days. There was a no delivery alarm in the alarm history. Customer was advised to monitor the pump and call back when alarm occurs.